Event description:
Patient was being revised of non stryker product due to patient having a fractured femur as the result of a fall. Sales rep confirmed explanted devices were not stryker devices. During the revision, when the staff opened the duracon tibial wedge, they noticed a hole in the inner seal over the implant - sterility was questioned as a result and another implant was used to complete the case without any delay.

Manufacturer narrative:
An event regarding breached sterility of the device packaging involving a duracon tibial wedge was reported. The event was confirmed. Method & results: visual inspection confirmed a hole in the inner tyvek lid of the device packaging. The implant was loose inside the inner blister. The inner blister and packaging material contents showed extensive damage due to contact with the implant. -medical records received and evaluation: not performed as it was reported that there was no impact to the patient nor adverse consequences as a result of the reported event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: a nonconformance was raised for the confirmed breached sterility of the device packaging due to the design.

Event description:
Patient was being revised of non stryker product due to patient having a fractured femur as the result of a fall. Sales rep confirmed explanted devices were not stryker devices. During the revision, when the staff opened the duracon tibial wedge, they noticed a hole in the inner seal over the implant - sterility was questioned as a result and another implant was used to complete the case without any delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.